Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage advisories. The site tried changing out all of the patient's externals, but the alarms did not clear, so they went ahead with a system controller exchange. The exchanged occurred at the clinic and the alarms resolved following the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults were able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 12 days ((B)(6) 2021). Events recorded on (B)(6) 2021 took place in the testing labs at abbott. Backup battery fault coincident with load test failures were active at the start of the log file beginning on (B)(6) 2021 at 17:50:03 and continued until (B)(6) 2021 at 16:25:33, when the controller was reset and placed into charging mode. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compare to the unloaded voltage. The driveline was disconnected on (B)(6)2021 at 16:23:24 and was not reconnected for the remainder of the log file. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent functional and preliminary testing and passed. The controller was connected to a mock loop and was able to operate as intended. Additional information provided on 11oct2021 stated that the controller was exchanged due to multiple low voltage advisories and that the alarms were resolved after the exchange. The initial reported event was stated to be low voltage alarms due to the frequency of alarms that occurred; however, the low voltage advisory alarms were caused by normal battery depletion and were routine. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section entitled ¿equipment storage and care¿ and heartmate iii patient handbook section entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.